Event description:
Per the physician, the patient¿s initial surgery was in 2009 while on accutane for acne and follicutlitis and was uneventful. One or two weeks after surgery the patient pierced the cartilage of the implanted ear, the ear turned red and was infected with pus and was expressed. A CT scan showed fluid in the mastoid. At approximately 2 months later, a pic line was started to administer vancomycin. More information has been requested but was not available at the time this report was filed august 26, 2009.